Event description:
It was reported that the user could not unlock the ilet using the slide button, which prevented completion of a firmware update that required an on-device confirmation code; the user had previously let the battery deplete and then recharged, after which the unlock issue persisted, and a replacement ilet was arranged with instructions to shut down the original device and return it. Symptoms included no reported adverse clinical effects. Outcomes included continued diabetes management with cgm via the dexcom app or receiver while awaiting the replacement device. Investigation included customer service troubleshooting, verification of shipping and return logistics, and provision of user guidance for safe shutdown and data syncing to the mobile app prior to return and inspection of the returned device. Investigation of this device revealed a device operational failure related to the user interface unlock mechanism, with no evidence of data transfer between devices and no functional remediation achieved through recharge. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface requiring device replacement.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."